Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced increased gambling which resulted in financial and psychological harm, but outcome was not known. The event was described as a serious adverse event. No further complications were reported.